Event description:
The patient had an acute myocardial infarction and was taken emergently to the catheterization lab. The perclose device was deployed in the right femoral artery over the wire, the suture was deployed, and when the clinician pulled the plunger out of the device, the suture was broken while removing the device. The end of the device broke off leaving the perclose in the body. The patient had to go the operating room for right groin exploration to retrieve the device.